Event description:
Caller states patient tested 10.6 mmol/l on the performa system at 01:59 and was treated with "novolin" based on this result. Lab result of 1.5 mmol/l returned at 02:29 and insulin was discontinued. At 03:41 patient tested 1.4 mmol/l on a lab value and at the same time 6.1 mmol/l on the performa system. Caller did not provide treatment information. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).